Event description:
It was reported the customer received a blank display. Customer stated the insulin pump was not dropped or bumped. Troubleshooting could not recover the customer's display. The customer's insulin pump will be replaced. Customer's blood glucose was 14 mmol/l. No additional information provided.

Manufacturer narrative:
Insulin pump had a blank display, due to moisture damage on electronic assembly. Insulin pump had moisture damage on motor, cracked case on display window corner, cracked belt clip slot and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4)